Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low pacing impedance measurement of 190 ohms. It was also reported that pacing threshold measurements had increased from 0.5 to 1.75 volts and intrinsic sensing had decreased from 13 to 5 mv. A review of the stored electrogram (egm) confirmed that no noise was present. A boston scientific technical services (ts) consultant provided some options for troubleshooting, but also mentioned the possibility of a change to the patient's condition. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the physician's office indicated that the patient planned to be monitored remotely. There were no plans for intervention at this time.